Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump had an error code. There was no patient injury.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined that an intermittent connection, a miss-wired connection to the back-up capacitor or the dual (field-effect transistor)fet q26 or associated hardware having a failure could be possible, but unconfirmed, causes of the reported issue. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. With no indication of a manufacturing defect found during the investigation, no device history review was performed. Per service history review there was no indication that the complaint was related to a previous service of the device; device had not been in for service in the previous twelve months.